Event description:
A gore excluder aaa endoprosthesis trunk-ipsilateral leg component was implanted over the ostium of the renal arteries and the pt was immediately converted to open surgical repair. The pt tolerated the surgery. The physician does not believe that the event was device related and it is not known why the event occurred.